Event description:
It was reported that the user stopped seeing blood glucose readings on the ilet while using a dexcom g7, and the pump displayed a replace sensor now alert; the issue reflected intermittent communication failure between the cgm and the ilet with relevance to the antenna and electrical/magnetic components, and the user was advised to replace the sensor and contact dexcom for a replacement. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet manifesting as intermittent signal loss to the ilet; the device problem was intermittent communication failure associated with electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.